Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958 lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that approximately three months after a routine device change out the patient developed a pocket infection. The cardiac defibrillator (ICD) and leads were explanted. Seven days later the patient expired. The cause of death was reported as wound infection of the implanted device and sepsis. The secondary cause of death was immunosuppression related to rheumatoid arthritis medication.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.